Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. Vessel morphology was reported as there was no tortuosity and a small amount of calcification. It was reported that the aneurx main body was deployed at the level of the renals. While the physician was attempting to cannulate the contralateral gate, the main body slipped out of the proximal seal zone. The displacement resulted in a type 1a endoleak and an unintentional coverage of the right hypogastric artery. The type 1a endoleak was resolved with the use of an endurant aortic extension ((B)(4)/lot v00556561). The final result was exclusion of the aneurysm. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (inaccurate placement of the stent graft; endoleak). Results/conclusion: (device slipped during cannulation).